Event description:
Boston scientific crm received information that a chest x-ray revealed this implantable defibrillation lead perforated the right ventricle. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded at the hospital. Should any additional information become available, this event will be updated.